Event description:
Kaiser "recommends" the verio onetouch blood glucose meter. I had to get it when my (superior) meter's test strips were no longer covered. I originally stopped using this meter because of its inaccuracy but was forced to get it again. I just did a test where my cgm reading was 167 and the readings for the test strip were: 143, 152, 169, 147 and 163. The last 4 were done with the exact same drop of blood. Diabetics depend on these meters for either their main device or backup for their cgm, like I do, which can also be off at times. For this meter to be this off, puts diabetics at risk. If there was a scenario where my cgm read low, and I double checked with this and it read normal, I could go into a diabetic coma if I didn't know to treat the low blood sugar. See scanned pages.